Manufacturer narrative:
It was reported, lap sponge in a sterile custom pack is discovered dirty after the procedure. Email received by patricia delgrosso, mountainside medical center, who provided additional information in regards to this reported incident. Reporter states, it was not until the lap sponges were being opened up on the back table and separated prior to being used on the patient when the brown spot on the sponge was discovered. However, the discovery was at the end of the robotic hernia repair procedure. Reporter states, patient was given additional antibiotics post-operatively. Sample is available for return and evaluation. Results of qa investigation: "due to the staining being within the fibers of the lap sponge the root cause is considered to be a vendor product issue relating to the component manufacturing process." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, lap sponge in a sterile custom pack is discovered dirty after the procedure.